Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, the initial vitamin d result was 128 ng/ml. On (B)(6) or (B)(6) 2022, the repeat result was 58 ng/ml. Clarification on the exact date of the repeat results or which analyzer the sample was repeated on was requested but not provided. The initial result was reported outside of the laboratory. The reagent lot is 64622701 and the expiration date is 30-apr-2023.